Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient as healed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance, despite device testing within normal limits. The recipient presented with sound quality issues. Programming adjustments have been made, and improvement was noted. CT scan indicated the electrode array lies within the middle and apical turns of the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.